Event description:
A report was received that the patient was experiencing drainage from the midline incision. The physician cleaned out the wound. The physician did not suspect an infection. The patient is doing well.